Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was damaged the following information was received by the initial reporter with the following verbatim: patient had a needleless closed infusion connector that did not work well and was later replaced.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation for (B)(4), in which the customer has stated: ¿a needleless closed infusion connector that did not work well¿. The product in use at the time is reported to be a 2000e china from lot 23085034. The customer reported that they used the smartsite connector with a lingyang infusion sets and syringes and they were connected through a luer lock connection. The customer also reported that they did not observe any damage on the set. Furthermore, the customer confirmed that a total of 4 products were affected in which half of the products were completely blocked and half of the products were partially blocked. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23085034 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china products in the past 12 months.